Event description:
During evaluation of a returned spectrum pump, the device turned off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had power failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as powers off without user input. The cause of the condition was the depressed battery pins. The rear case required to be replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.